Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level of 559 mg/dl. Customer did report symptoms like vomiting and treated for high blood glucose level with insulin pump. Customer does not allege pump was under delivering and leak on the reservoir while inside the compartment. The insulin pump will not be returned for analysis.